Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient was hospitalized for loss of mobility and feeling in the legs. An MRI found no abnormalities and the patient has recovered without sequelae. The patient is currently using their device with effective pain relief.